Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: device patch with lot number 2690227, crease fold, opening on anterior, red and yellow particles in the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional/changed and/or corrected data : b.5., d.7., g.3., h.6.

Event description:
Device has been explanted.